Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with operating currents within specs and passed self test. The pump was received with missing retainer ring and reservoir tube lip o-ring. The pump also had a partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Power graph analysis and long trace / formatted history files confirmed replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with missing serial number label and display window cover. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replace battery now alarms. The customer's blood glucose was unknown. The product was returned for analysis.